Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, implanted: (B)(6) 2009, product type: extension. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The patient reported that she had two seizures and they only happened when she was using her patient programmer. The first occurred in (B)(6)2015 and the other occurred on (B)(6) 2015 when someone was checking the 9 volt battery in the programmer. Her indication for use was other. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.